Event description:
The event is reported as: the compressor and the tubing are getting too hot when in use. No report of an injury to the pt.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.